Manufacturer narrative:
Patient's fiancee is all known information. Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient felt a burning sensation where the lead was attached. It was recommended that they lower the stimulation to see if the burning sensation would subside and follow up with their healthcare provider for further advice. No further patient complications are anticipated or expected as a result of this event.